Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The hvad pump (B)(4) was not returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Information obtained from site noted that a tpa (tissue plasminogen activator) was performed followed by a return of the power consumption to a baseline. Review of the controller log files revealed an increase in power consumption, surpassing normal consumption range, and a return to normal power consumption range on the same day, thus confirming the reported "high power' event as well as correlating with the reported event details. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Considering that the high power consumption was confirmed and the lysis therapy resolved the reported event, the most probable root cause of the "high power' event can be attributed to thrombus formation within the device. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site the patient was admitted to emergency room (ER) for high watts. Patient was started heparin on admission and tpa was given on (B)(6). As of (B)(6), power and ldh were down to baseline. No additional information available. Additional information received indicates that as of (B)(6) 2016 the patient was reported to be in the ICU under observation.